Event description:
Investigation results are now available.

Manufacturer narrative:
Event description: it was reported that the patient received a left hip implant on (B)(6) 2019 and underwent revision on (B)(6) 2020 due to recurrent dislocations. During the revision surgery, the head and liner were replaced. Harm: s3 - dislocation. Hazardous situation: properly placed implants do not accurately restore the patient's kinematics and/or anatomy. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: in total three x-rays from (B)(6) 2020 were obtained. One ap pelvis view, one ap left hip view and one second view of the left hip. Radiologically, a dislocation is not visible. Surgical report, dated (B)(6) 2019: diagnosis: osteoarthritis left hip. Treatment: left primary thr. Procedure: posterolateral approach. No intraoperative complications noted. Follow-up aug 04, 2020: patient reported her second dislocation and pain. Post-operative radiographs reveal good prosthesis alignment, no evidence of prosthesis loosening. She did dislocate again last week when she was bending over to pick something up off the floor. Surgeon states patient is likely to have recurrent dislocations due to previous dislocations and severe degenerative changes and scoliosis in her lumbar spine. Left wrist sustained a fracture when she dislocated her hip the first time in june. Wrist splinted, no reported surgical intervention. Hip abduction brace utilized, plan for revision. Surgical report, dated (B)(6) 2020: diagnosis: recurrent dislocation, left total hip replacement. Procedure: upon opening the skin, she was noted to have multiple areas of fluid collections with cloudy white fluid with particulate debris. These were consistent with suture abscesses and did not appear to be infected. Fluid sent for cultures, no results provided. Not captured within complaint as this was an incidental finding that posed no complication to the patient. Clear fluid within the joint, scar tissue debrided. Liner removed without difficulty, cup and stem were well-fixed. New constrained liner and head placed without complication. Patient data: (B)(6) ., female, born (B)(6) 1938, 67 kg, 162 cm, bmi: 25.5. Medical history: heart valve disease, htn, home oxygen use, hyperthyroid, osteoarthritis, rheumatoid arthritis, right tka, sleep apnea, left distal radius fracture, severe degenerative changes and scoliosis lumbar spine. Product evaluation: the product was discarded; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient received a left hip implant on (B)(6) 2019 and underwent revision on (B)(6) 2020 due to recurrent dislocations. During the revision surgery, the head and liner were replaced. Based on the medical records the revision surgery due to recurrent dislocations can be confirmed. As stated by the surgeon, it is possible that the patient is likely to have recurrent dislocations due to previous dislocations, severe degenerative changes and scoliosis in her lumbar spine. The product was discarded; therefore, visual and dimensional evaluation could not be performed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the information given, it is possible that the cause is multifactorial, consisting of patient-, procedure- and device-related factors. Therefore, an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell, catalog#: 00630505636; lot#: 64273101, distal centralizer 13 mm o.d., catalog#: 00785901300; lot#: 64163447, femoral stem cemented std. Collar 12/14 neck taper std. Neck offset size 14 135 mm stem length. Catalog#: 00785001400; lot#: 64061292, bone screw self-tapping 6.5 mm dia. 25 mm length, catalog#: 00625006525; lot#: 64296960, bone screw self-tapping 6.5 mm dia. 25 mm length, catalog#: 00625006525; lot#: 64213160, shell porous with cluster holes 56 mm. Catalog#: 00620205622; lot#: 64107941. Therapy date: (B)(6) 2020. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to recurrent dislocations.